Event description:
Customer reported with the camera focus and the battery check fails. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack, this allowed the image to improve enough to adjust camera focus. System operates as intended.